Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that the paramedics came to his house. The customer stated that he was stressed out with the sensor due to consistent notifications that he had low blood glucose. The customer then stated that the battery in the insulin pump had been dead for a few days and that he needed a new battery. Advised that the customer's settings had most likely been erased due to waiting so long to change the battery. The customer stated that he would call back. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.